Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed a polarity switch and an atrial unipolar lead impedance warning. It was further reported that oversensing and noise was seen on the ra lead which inhibited pacing. Reprogramming of the sensitivity was completed and the ra lead remains in use. No patient complications have been reported as a result of this event.